Event description:
Prior to connecting the device to a patient, the user performed the safety check and device check and the device passed. Patient was connected to the device with a tidal volume 500 ml/min, when it was noted that what appeared to be a tidal volume of two liters was delivered. The patient was being over ventilated with positive inspiratory pressures in the high forties and low fifties. The chest was noted to rise considerably. Three or four breathes were observed with condition. The patient was disconnected and manually ventilated with an alternate device. No patient injury.